Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the customer placed a service call stating they had to reboot the system to get the unit in an x-ray ready state. Field service engineer (fse) upon arrival, the error logs were reviewed but showed no abnormal errors. The system was able to perform both 2d and spins without issue. The reported problem couldn't be recreated during testing. The customer was informed of the findings before the imaging system was placed back into use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the system intermittently displayed a ¿radiation disabled¿ message on the pendant. When this occurred, the only way to restore functionality was to perform a hard shutdown. This issue has happened multiple times. There was no patient involved.